Event description:
The customer reported that the insulin pump had a battery alarm after inserting a new battery. The alarm was cleared and the time and date were reset. Then the customer attempted to rewind and an error alarm occurred. Troubleshooting was performed. The error alarm continued during the manual prime process. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The operating currents were within specifications and no battery alarm occurred.